Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, service found scratches on the distal end plastic cover, objective lens, and light guide lens. There was a dent 95mm from the glue and an additional minor dent was observed. There was an interference passing the brush through an unspecified channel. Service could not confirm or duplicate the reported scope communication error code b30. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device displayed scope communication error code b30. There was no patient or user injury reported due to the event. Additional details were requested regarding the reported event; however, no further information was provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to temporary failure of ccd-unit and/or scope connector internal circuit board by device handling such as earth wire of the system was not connected, the insertion/removal of the scope connector while power of the system was on or, dirt and/or fluid was adhered to the scope connector contacts. It also possible there was a temporary system failure. However, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) which state: IFU (operation manual) states as follows: important information ¿ please read before use: warnings and cautions: ¿ do not connect the endoscope connector while the electrical contacts are wet and/or dirty, which may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety.¿ ¿turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor." Olympus will continue to monitor field performance for this device.